Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they could not feel the stimulation for their back. Pt stated that probably for a couple of months, they've had stimulation going down to their left leg and that it didn't happen all the time but several time in a day like when they were getting ready for bed, getting physical therapy or when they forgot to turn the stimulation off for about amount of time it would occur during their plans and they didn't know why. Pt confirmed that the stimulation was turned on because the stimulation was going down to their leg, which was not supposed to. Pt mentioned that they had a fall over a year ago, but the unexpected stimulation did not happen after that. Pt also mentioned that they were in group b and agent walked the pt through on how to change group; pt tried group a and c but still not feeling the stimulation. Agent instructed the pt to monitor if the stimulation will still go down to their leg after changing and if they were still not satisfied, they will have to follow up with their hcp to have the ins checked. Pt mentioned that they haven 't seen their doctor for the last five years and they just moved so they don't have a managing doctor as of the moment.